Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The right ventricular lead exhibited loss of capture. Fluoroscopy confirmed that the lead had dislodged. The physician noted that the patients heart rate had intermittently dropped in to the forties; the patient was asymptomatic. The lead was repositioned with no complications to the patient.